Event description:
It was reported clinical affairs that a patient's edwards aortic valve had become stenotic after an implant duration of approximately 7 years, and was being considered to undergo an implant of a minimally invasive transcatheter valve implantation inside the failing bioprosthesis (viv procedure). The provided case presentation indicates the following: " carpentier edwards in the aortic position. The valve appears well seated. The prosthetic leaflets are thickened and one the leaflets in the anatomic left coronary cusp position is relatively immobile. Peak velocity is 3.9m/s peak gradient 61 mmhg. The calculated effective orifice area is 0.5 cm2, the velocity integral ratio (dvi) is 0.22. Mild aortic insufficiency" it was then learned that the patient did not qualify for the viv procedure. No additional information was provided regarding the type of intervention planned.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.